Manufacturer narrative:
Date of report: 18jul2019. Date received by manufacturer: 11jul2019. A gas delivery system (gds) assembly was return for analysis. An investigation was performed and the u1 on the air flow sensor pcba created the air and o2 flow accuracy test to fail. The damage to the (u1) on the oxygen flow sensor pcb generated a watchdog test failed error code and was not a part of the original problem so this damage occurred during or after the repair of the gds. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 04april2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported o2 flow accuracy failed. The unit failed flow at 10 with a reading of 11.8 and failed accuracy at 100 with a reading of 89%. The device was not in use at the time of the reported event; therefore, there was no patient involvement. Event date not specified, estimate used.

Manufacturer narrative:
Date rec¿d by MFR : 24apr2019, date of report : 31may2019. The manufacturer¿s technical services (ts) confirmed the reported issue. The customer was provided with the part number for the flow sensor assembly and installation was discussed. The customer replaced the defective flow sensor to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.